Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a patient chief complaint on left eye was blurred vision after an enhancement laser vision correction on left eye. The patient had 8 post-operative exams within 6 months. The clinic reported the bandage clear lens (bcl) fell out early and the patient has been having slower visual acuity recovery than the right eye. At the 6 month post op visit, the patient has indicated the left eye is experiencing blurry vision and indicated there has been no changes since last visit; interfering with normal daily activities including night driving. The clinic has reported there is no loss of 2 or more lines of best corrected visual acuity (bcva) and no medical or surgical intervention has been required. The clinic states there will be additional post-operative visits. The clinic reported left eye best corrected visual acuity (bcva) pre-op 20/50 and post-op 20/25.